Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead however dried blood noted in the helix housing and a deformed/stretched helix observed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of abnormal impedances however, helix complications would have been an expected outcome based on the deformed nature of the helix coil.

Event description:
It was reported that during follow up approximately four months post implant, abnormal impedance parameters were exhibited. The physician elected to surgically intervene so as to reposition the lead tip however, the helix was unable to be extended and the lead removed and replaced. Another lead of same model type was implanted without complications. The explanted lead was later returned for analysis; no resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during follow up approximately four months post implant, abnormal impedance parameters were exhibited. The physician elected to surgically intervene so as to reposition the lead tip however, the helix was unable to be extended and the lead removed and replaced. Another lead of same model type was implanted without complications. The explanted lead is expected to be returned for analysis an no resulting adverse effects were reported.